Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. Following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation and bleeding.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with graft augmented anterior colporrhaphy, enterocele repair, sacrospinous ligament fixation, colpoperineorrhaphy and cystoscopy due to moderate vaginal descent, enlarged hiatus and sui. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.